Event description:
Customer states that his compact plus meter reads in the wrong unit of measure (mmol/l). The meter started reading in mg/dl, but changed to mmol/l two months ago. The customer was not able to find any readings in the memory that were not mmol/l. Requested return of suspect device and replacement was sent.